Manufacturer narrative:
Tandem was able to retrieve and review the insulin pump history log and found that on the evening of july 4, 2021, the user conducted a cartridge and infusion set change at 7:36pm. The user filled the infusion set tubing with 14.19 units but never completed the cartridge load work flow. Over the next two hours the user initiated four additional fill tubing steps with 53.83 units of insulin (13.46 units at 8:34pm, 17.82 units at 8:53pm, 11.64 units at 9:15pm, and 10.91 units at 9:25pm). He then conducted a cannula fill for 0.30 units at 9:27pm and resumed insulin therapy on the pump. Between 8:40pm and 10:50 pm, the user¿s bgs decreased from 141 mg/dl to 54 mg/dl. Basal iq suspended basal insulin at 9:35pm due to a projected low bg. The users bgs went up temporarily between 10:50pm and 11:15pm, from 54 mg/dl to 83 mg/dl, likely due to ingesting carbohydrates. It is assumed that some or all of the additional fill tubing steps were conducted while attached to the infusion set, thus the user accidently delivered that insulin to themselves, up to 53.83 units. There is no evidence the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer passed away on (B)(6) 2021. Cause of death has not been provided. Pump is being returned for evaluation. Follow up report will be submitted accordingly.